Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the other morning her daughter woke up because the tubing pulled out of her site and she had never seen it happen before. The patient was asleep when the issue occurred. The site location was at patient's leg, but mother did not know which leg it was, and the pump was in her undergarment. The patient's mother was not sure, but she thought that it was her third day of infusion use. Reportedly, the infusions were stored in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 inserted set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the other morning her daughter woke up because the tubing pulled out of her site and she had never seen it happen before. The patient was asleep when the issue occurred. The site location was at patient's leg, but mother did not know which leg it was, and the pump was in her undergarment. The patient's mother was not sure, but she thought that it was her third day of infusion use. Reportedly, the infusions were stored in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.